Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that remote monitoring network for the account was deactivated, resulting in the user being unable to log in, with the username and password not recognized and security questions not matching the initial setup. It was also noted that several reports from interrogations conducted in the last two days were queued but not sent, and no transmissions were sent from the monitor location in the last seven days. The user was advised that the remote monitoring network admin user could reactivate the account or create a new username, but the admin user was not known to the healthcare provider. The local representative planned to follow up with the facility admin to resolve the login issue and create a new username and password. The healthcare provider was also advised to use the remote monitoring application for interrogations, as it does not queue reports but sends them automatically. No patient complications have been reported as a result of this event.